Manufacturer narrative:
(B)(4).

Event description:
New information received notes that prior to the replacement procedure, fracture was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with syncope. Pacing inhibition due to oversensing of noise was noted. During lead replacement, insulation abrasion was observed. The lead was successfully explanted and replaced without complication.